Event description:
Routine complaint when a consumer reported the inability to test on their precision qid blood glucose monitor due to error message. This may have resulted in the customer going to their local hospital where they were treated with 22 units of humalog insulin, observed for approx. One hour then released to home.